Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia. The customer¿s blood glucose level was 70 mg/dl, treated with food and 416 mg/dl to 397 mg/dl at the time of incident, took bolus of 9 units. The customer refused troubleshooting because patient knew what caused the low and high blood glucose. The devices will not be returned for analysis.